Event description:
(B)(6) old fillings (8) of them. Now mouth burning and tongue. Nerves so bad from it - to ER, doctors - 5 dentists. In 2009, started having crowns put on 4 of them. Crowns or cement affecting old fillings? I'm sick all the time since (B)(6) 2010. Touch old filling with tongue burns bad! I need help - no one knows what to do! Old fillings hurt - burns. Please help! I'm miserable. Nerves shot.